Manufacturer narrative:
Section b5: the previous low speed events where the patient was placed on an ungrounded cable was reported in MFR # 2916596-2022-12344. Manufacturer¿s investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas) confirmed internal driveline (dl) wire damage that would have contributed to the reported low speed and pump stoppage events. It was reported that the patient presented to the emergency department (ed) after a symptomatic low speed advisory alarm. The patient reported that this occurred while putting on socks and again in a sitting position. It was communicated that the patient has an ungrounded patient cable and decided against a driveline repair the prior year. The patient underwent a successful heartmate ii to heartmate ii pump exchange on 18feb2023. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. (B)(6) was returned assembled with the dl cut ~ 2¿ from the pump housing. An additional two middle segments were also returned measuring ~7¿ and ~10¿, respectively. The remaining distal portion of the dl was returned measuring ~19¿. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump's blood-contacting surfaces upon disassembly of the device also revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The pins of the driveline's metal connector were unremarkable. Electrical continuity testing of the dl segments as-returned did not reveal any discontinuities or shorts. Upon disassembly of the dl segments, breaches were observed on the ~10¿ middle dl segment, exposing the inner conductors. Breaches were observed along the brown, red, and orange wires, approximately 16.5¿ from the pump housing. A breach was observed along the green wire, approximately 17.5¿ from the pump housing. Additional breaches were observed along the green, yellow, and red wires, approximately 18.0¿ from the pump housing. Lastly, a breach was observed along the orange wire, approximately 18.75¿ from the pump housing. Although a specific cause could not conclusively be determined through this evaluation, the observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Further inspection of the remaining driveline segments did not reveal any obvious breaches to the wires. The wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii pump operates on a three-phase motor, where each phase is powered by two redundant wires. If the exposed conductors of damaged wires from two different phases contacted the metal braided shield simultaneously or contacted each other while the patient was connected to external battery power or the power module with an ungrounded patient cable, a phase-to-phase short would have resulted, consistent with the pump stops on external battery power confirmed via the submitted log file and system monitor images. Incidental findings: 1. The evaluation of (B)(6) revealed that the protective wrap surrounding the driveline leads to the motor capsule had cracked and broken off in pieces. Corrosion was observed surrounding all three of the electrical pins on the motor capsule. A specific cause for these findings could not be conclusively determined through this evaluation. 2. Superficial damage to the outer silicone jacket was confirmed. A specific cause for the damage could not be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. This IFU outlines the indications of driveline damage, as well as how to respond to such events. This IFU provides information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. The heartmate ii lvas patient handbook. Is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a 25 second symptomatic low speed advisory alarm. Reportedly this happened when the patient was putting their sock on and again when they sat down. The patient was on an ungrounded patient cable that was issued to her having a similar low speed advisory alarm on 17july2022.last year they had imaging performed of the patient's driveline and no overt driveline compromise was noted and at that time the patient and their husband decided against having the driveline spliced. They are willing to allow this now and would like the customer to perform it. Log files captured multiple pump stops on 12feb, 13feb, and 16feb. Additional information stated that a pump exchange took place on 18feb2023.